Manufacturer narrative:
H10: after further review, it was determined that MDR number 2020394-2019-03260 is a duplicate of 2020394-2019-03257; therefore submission of 2020394-2019-03260 is no longer required. H10: g4. H11: e4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy, allegedly after installing the probe, there was sounds of leaking air. It was also further reported that no tissue can be cut out and there was no reported patient injury.

Manufacturer narrative:
H10: after further review of the file it was determined that this record is a duplicate of file # (B)(4). Therefore, this file does not require submission to the FDA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy, allegedly after installing the probe, there was sounds of leaking air. It was also further reported that no tissue can be cut out and there was no reported patient injury.

Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 notification) on may 2, 2019. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2020), (B)(4).

Event description:
It was reported that during a breast biopsy, allegedly after installing the probe, there was sounds of leaking air. It was also further reported that no tissue can be cut out and there was no reported patient injury.